Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse was at customer's site. Fse inspected instrument, tried syringe home and it was okay; error has been intermittent and fse was unable to reproduce error 4013 in test mode. The fse replaced the sample syringe pump, 2 way solenoid and pip board. After several hours fse attempted running instrument and error 4013 reappeared. Fse replaced sample syringe assembly and adjusted impasse sense to specification. The fse successfully completed daily check and quality control (qc) run. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia 360 operator's manual under chapter 7- error messages and flags, section 7.1 list of error messages states, the 4013 specimen syringe home not found is generated when the home position of the specimen syringe motor cannot be detected. Operator is instructed to turn the power off and on again. If this problem reoccurs, contact the tosoh service department. The most probable cause of the reported event was due to faulty sample syringe assembly.

Event description:
On (B)(6) 2018, customer reported getting 4013 "specimen syringe home not found" error message on the aia 360 instrument. Technical support specialist instructed customer to reboot instrument, customer rebooted but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.